Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the balloon was kinked during prep. During the procedure the physician tried to inflate. The balloon did not inflate. The physician then pulled back and blood was seen enter the inflation device. A new balloon was used to complete the procedure. No patient injury is reported. Evaluation summary: the powercross was received for evaluation nested in a series of pouches including its opened labeled pouch. No ancillary devices or cine images from the procedure were received for evaluation. The balloon chamber contained sanguine tinted fluid indicating the inflation lumen was in communication with the sanguine environment. A 10cc water filled syringe was attached to the proximal hub luer lock of the powercross dilatation catheter and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the catheter. A 0.018¿ catheter was loaded with ease through the distal tip of catheter. A 10cc water filled syringe was attached to the inflation lumen of the y-manifold and a vacuum was pulled: air bubbles and sanguine fluid was pulled into the syringe. A vacuum could not be maintained, indicating the inflation lumen was in communication with the environment. A 10cc water filled syringe was attached to the inflation lumen of the y-manifold and pressurized: the balloon chamber did not inflate and a leak in the catheter outer shaft was noted. The leak is approximately 71mm proximal of the distal tip of the dilatation catheter, . The leak is at a kink like crease in the outer shaft of the catheter.